Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report an anti-freeze leak from one of the laboratory's two (B)(4) clinical chemistry analyzers, onto the floor. To address the issue, a field service engineer (fse) was on site and replaced a loose clamp. This event is reported separately in MDR # 2050012-2011-05961. While on site, the fse also checked the laboratory's other (B)(4) clinical chemistry analyzer. The fse found the crescent clamp that was intended to secure the plumbing line was also loose due to an incorrect size. The fse changed the clamp. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
(B)(4).